Manufacturer narrative:
Zoll medical corporation has received the production and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that after delivering two shocks to a male patient via paddles, the medics attempted to deliver a third shock and the device displayed a "poor connection" message. Complainant indicated that the patient subsequently expired; however, it was not a result of the reported malfunction.